Manufacturer narrative:
The product was returned for analysis. The device was returned in a clear plastic bag inside the carton. The lockout assembly has been removed. The plunger is oriented correctly. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage observed. Iol was not returned. The lever is moving freely. The device is taken apart for further testing. Slight mark is observed on valve o-ring closer to the orifice at 12 o'clock position. No other damage to internal parts observed. The root cause is deemed to be manufacturing related (the faulty sub-assembly is supplied by companies vendor in bray). An nci was initiated for this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract surgery with intraocular lens (iol) implant procedure, the surgeon tried to implant iol into the patient's eye. The surgeon pushed the speed control lever and released it at the stop position, however the iol did not stop. The surgery was completed after replacing the product with a backup one. Although the tip of the iol touched the patient's wound, the iol did not enter the eye through the wound. No further information is expected.